Event description:
It was reported the patient¿s lead was ¿broken¿ after having fallen while skiing. Impedance testing and reprogramming was noted to have been performed as a result of the event, however the results were not reported at the time of initial report. The replacement of the lead was planned for the ¿next month¿ at the time of report. The lead remained implanted and ¿out of service¿ at initial report. There were no patient symptoms reported. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead. Product type: lead. (B)(4).